Event description:
The call was about recharger / recharging. A problem was reported. Caller reports coupling and or communication issues. An ins overdischarge is suspected. Pt states he wasn't using the stimulation because it was " floating." Pt states floating means not the ins physically but the stimulation "would not keep set." The last time any stimulation was felt was 2 to 6 months ago. The last successful recharging session was 2 to 6 months ago. Recommended using antenna locate feature. Pt was unsuccessful in using al feature. Pss recommended having hcp get it started again. Pt states he was at dr (B)(6)office yesterday (B)(6) 2013. Pt states dr asked pt to reach the mdt rep and coordinate a appointment for (B)(6) 2013. Caller reports no stimulation sensation. Are there symptoms? Yes. The following symptoms were reported: pt states having pain in thighs and legs. The following medical condition was reported: pt reports having lumbar surgery in 2007. Transcription for above call reviewed for additional information: pt noted that device "not working" - met with their dr yesterday and dr wanted them to call mdt for rep could meet in office to see if they could get to work. Confirmed that pt meant settings would not keep set in one place when getting up. Pt reported that they had a lot of "hardware" in the lumbar and cervical regions. Pt reported that device would not turn on when using the hand held unit. Ps had pt try to recharge - noted that pt had not charged in couple of months. Al feature getting 42 to 52. Ps confirmed that pt's device had probably gone into an overdischarge condition

Manufacturer narrative:
(B)(4).